Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that during procedure, the eva triggered a message regarding the temperature inside the pump. The surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged 30 minutes. No actual patient harm occurred.

Event description:
It has been reported that during procedure , the eva triggered a message regarding the temperature inside the pump. The surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this reported event logfiles were provided for review. Review of the logfiles confirmed the occurrence the error message related to the temperature inside the pump. However, no module was returned for investigation to determine the cause of the error triggered since according to the local representative the eva surgical system subject to this event was functioning as intended. Review of the complaint database confirmed that no similar complaints have been logged on the eva surgical system until today. Hence, the investigation performed did not lead to a clear conclusion related to the cause of the reported event. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that a pum152 error message will not always lead to a prolonged surgery.

Manufacturer narrative:
The investigation will be continued as soon as the equipment subject to this event is returned for investigation. The product will be returned after (B)(6)2022 due to iranian new year.

Event description:
It has been reported that during procedure , the eva triggered a message regarding the temperature inside the pump. The surgeon was able complete the surgery as scheduled by restarting the eva. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.